Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that during use the inner cannula was found to be broken. The device had been checked prior to use. The tracheostomy tube had been in about 2 weeks prior to use. No oxygen desaturation occurred due to the event, and no medical intervention was required. No adverse health outcome was reported.

Manufacturer narrative:
One used portex® blue line ultra® suctionaid® tracheostomy tube was returned for investigation. The device was received inside a plastic bag and without its original packaging. Visual inspection of the returned device was performed at a distance of 12" to 24" and under normal conditions of illumination. Inspection found that the device inner cannula was broken. Investigation was unable to determine the root cause of the observed inner cannula damage. (B)(4).